Event description:
It was reported that this vaxcel dialysis catheter was successfully placed. However, it was noted that placement of the catheter was difficult due to pt anatomy. Approximately one week post placement, during a saline flush, extravasation was noted under flouroscopy. The catheter was removed and another dialysis catheter placed for continuation of treatment. No pt complications were reported in this event. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated there was a leak from the catheter's bifurcated shaft approximatly 2.5 inches distal to the cuff. Three holes were find in an under water leak test. As a lot number was not provided a device history search could not be performed. The company believes user technique and/or pt anatomy may have cntributed to this event. However, the company is unable to determine the relationship between the device and the cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.